Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v831457, implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-sep-2015, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patients¿ healthcare professional didn't like the placement of the original lead and had trouble implanting it. They said the ins worked great, but the patient always felt it could have been better. They said when it came time to replace the ins battery the healthcare professional offered to also replace the lead wire because they never liked the placement and felt they could get better placement. The patient had the replacement on (B)(6) 2020.